Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to low blood glucose (bg), value was not provided. Suspected cause was due to having basal delivery settings too high. Reportedly, the customer was treated and released from the ER; however, no additional event or patient details were provided.